Event description:
The customer reported that the left monitor would not work. This event occurred during a procedure. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The power supply was adjusted. The hard drive was reformatted and the software was reloaded. The system was tested and operates as intended.